Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was kept failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no failure on door 4 or any door in the tower. A field service engineer inventoried medications in tower door 4 multiple times and did not recreate any failure. No issues were found with the latch clicking.